Manufacturer narrative:
E1. Initial reporter facility name: (B)(6).

Event description:
It was reported that device entrapment occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 1.50 mm rotablator and rotawire were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the burr and wire intertwined. The burr and rotawire devices removed with a balloon. It was noted the tip of the burr was uneven. The procedure was completed with another rotablator and rotawire. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that device entrapment occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 1.50 mm rotablator and rotawire were selected for percutaneous coronary intervention (pci). During the procedure, it was noted that the burr and wire intertwined. The burr and rotawire devices removed with a balloon. It was noted the tip of the burr was uneven. The procedure was completed with another rotablator and rotawire. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of the rotablator rotalink burr catheter. The handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device did not identify any damages or defects. The rotowire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotowire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues. Product analysis could not confirm the reported events, as there were no damages or defects noted to the device and the rotowire was able to be fully inserted and removed from the device with no resistance or issues.